Manufacturer narrative:
A revision procedure occurred (B)(6), 2015; however it is unknown if the device was explanted (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a patient had a proximal femoral nail antirotation (pfna) implanted on (B)(6), 2015. After the surgery the patient expressed pain and discomfort. An x-ray was taken and it was confirmed the implant was broken into pieces. The surgeon preformed a hemiarthroplasty revision surgery on (B)(6), 2015. This report is for one (1) unknown blade. This is report 2 of 4 for (B)(4).

Manufacturer narrative:
Height reported as 6 feet or 1 meter 83 centimeters. Other: UDI number: (B)(4). PMA 510(k): device is not distributed in the united states, but is similar to device marketed in the USA. Part 04.027.056s, lot 9112498: manufacturing site: (B)(4). Manufacturing date: 21august2014. Expiry date: 01august2024. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary: the manufacturer received a blade (04.027.056s) and a bolt (459.380) along with the nail for investigation. Both the blade and the bolt were received with visible marks of usage. A device history record (DHR) review for the affected lots was conducted with no abnormalities or deviations detected. There was no reported product problem with these parts. Based on these findings, and that these parts are not responsible for the breakage of nail, no further investigation will be done. No product problem identified. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.